Manufacturer narrative:
Insulin pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was monitored and function properly noted. Motor passed motor test. No motor error alarm and no blank display noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level of 500 mg/dl. Insulin pump had motor error alarm and a blank display which was going on and off. Customer took a shot to treat high blood glucose and declined to troubleshoot. Customer stated that the insulin pump blank display. The insulin pump will be returned for analysis.